Event description:
The service report shows that the customer reported that the 840 ventilator stopped cycling. There was no pt involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) cpu pcb. The unit passed extended self-testing.